Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The reported event was not confirmed. The sample returned passed all functional tests required for this product. No corrective actions will be taken at this moment based on the conclusions of the investigation. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device was not working with system failure 010. When it was attached to the disposable sensor it worked fine. The patient wear the device to track oxygen desaturation while sleeping but inaccurate readings resulted in failing to alert when the oxygen levels were low.